Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the pa went to close the scissors, the shaft broke so that the blades would not move. A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation. A visual inspection revealed that the shaft had detached from the hub and was sheared. There was some evidence of blood. Based upon the visual observations and the functional test, the reported complaint was confirmed on (b)(4 2011. (B)(4).